Event description:
It was reported outside of surgery during setup the handle got stuck and could not be removed. The handle was able to perform the up and down motion but was not engaging in the ratcheting motion, causing the mesher to fail to advance forward. The handle became stuck when attaching it to the side of the device, and despite efforts, it could not be detached. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 - z.s.g.n. Cutter 2:1 ratio- catalog # 00770302000 lot #unk serial # (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.